Event description:
It was reported that the instruments are corroded. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that is not a matter of corrosion but of improper reprocessing. The screwdriver shafts were contaminated with organic residues, which could easily be removed by brushing. In addition, the file history records were reviewed and showed conformity with the material and manufacturing specifications. For further information, please consider our basic instructions on the use of synthes implants and instruments (B)(4).